Event description:
Add'l info rec'd from MFR 6/22/04: because the medwatch form which MFR had received from FDA/cdrh had all of the pt info, including surgery dates, redacted, there is insufficient info to allow MFR to investigate this event. Based upon a review of other, similar devices built by ams and other manufacturers, MFR knows that erosion is a possible complication for pts with vaginal slings implanted. At this time MFR is unable to confirm that this pt did have a monarc sling implanted. MFR has had one report of erosion for the monarc subfacial hammock sling system device as of the date of this letter. That report was contained in the letter and medwatch form (mw 1029817) which MFR received in oct 24, 2003, (described above) from FDA/cdrh, and again in the letter dated may 10, 2004. Reference#: 2183959-2004-00012, 90042.

Event description:
In 2003 pt had surgery to remove/replace a mesh bladder repair. The dr inserted a monarc subfascial hammock -distributed by american medical systems-. Within 24 hours pt had started running a fever. Pt was released from the hosp. Within 4 days of the release pt had started bleeding vaginally. The dr changed their antibiotics and sent pt home. Pt was in extreme pain for several weeks. The following month pt went to the dr for their first vaginal exam and was told the hammock had "eroded" through their vaginal wall. Pt returned to the dr and found the erosion had "tripled" -per their dr-in 6 days. Pt has been on antibiotics now since the day after surgery. Pt is having surgery to have the eroded portion of the hammock removed and repair to the vaginal wall completed. Pt has been told by their dr that the hammock cannot be completely removed and replaced for 3-4 months as there is still too much infection and their abdomen has to have time to heal. Pt did their own research on this product -as pt was not told- and found this product was just FDA approved in the us in 2003. Obviously this product has some defect as the erosion into the vaginal wall began within a couple of weeks of surgery. Pt's dr advises he called the rep of the co and was told "this just happens to some women". Pt feels this is unacceptable; if this just happens then this product should not have been approved. Pt did not sign up to be a guinea pig.